Event description:
Complainant alleged that while attempting to convert the heart rhythm of a patient the device was attached to the patient via electrodes. Upon discharge, an arc was seen underneath the electrode pad. It was reported that upon removal of the electrodes, hair was seen attached to the adhesive of the foam. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.